Event description:
Caller reported blood glucose results of 99 mg/dl and 57 mg/dl on inform system 1, 53 mg/dl on inform system 2 within 10 minutes. The blood glucose of 99 mg/dl was obtained using blood from the earlobe. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).